Event description:
Reporter indicated it is unknown what to attribute the patient's syncope to. The syncope does not occur with vns stimulation, but occurs when the patient moves from a sitting to a standing position. The vns output current has been decreased from 1.25ma to 1.0ma. No events or vns programming changes preceded the syncope, and the patient does not have a documented history of syncope. The patient has been referred to a cardiologist for evaluation.

Event description:
Reporter indicated a vns patient was seen in the office on (B)(6) 2012 due to syncopal episodes. The vns settings were decreased. Attempts for further information are in progress.